Event description:
Caller reportedly received the following results on an mobile meter, compared to a professional meter, within 10 minutes: 240 mg/dl (mobile) and 110 mg/dl (doctor's performa meter). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.